Event description:
Device issue: dislodged stent. Time of device issue: during device preparation. Adverse event: none. It was reported that during device preparation, when the rx mini vision stylet was removed, the stent dislodged; however, the physician was not aware of the dislodgement. After pre-dilatation, the stent delivery system was advanced to the lesion in the mid left anterior descending artery (lad). Under fluoroscopy, the stent system did not look right and was removed from the anatomy. Upon inspection, the stent appeared to be intact on the balloon; therefore, the stent system was re-advanced to the lesion. Again it did not look right, but the balloon was inflated and no stent was deployed. The physician reviewed the entire route where the delivery system had been. No stent was found. The stent was eventually found connected to the stylet. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the stent delivery system (sds) with blood on the balloon and contrast in the inflation lumen and balloon. The stent implant was returned dislodged from the sds. The distal half of the stent implant was slightly smashed. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The stylet and protective sheath were returned. The proximal and middle outer diameters of the stent implant were measured and met manufacturing criteria. The distal end could not be measured due to the damage. Factors that can affect stent dislodgement outside the body include, but are not limited to positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned product indicates the presence of crimp marks on the balloon that were between the markers of the loosely folded balloon. This suggests that the stent implant was at least crimped onto the balloon at the time of manufacturing. The loosely folded balloon is consistent with the reported inflation of the balloon inside the anatomy before realizing that the stent implant had dislodged. The distal half of the returned stent implant was noted to be lightly smashed. This may have been a result of mishandling of the sds during the removal of the protective sheath/stylet and may have contributed to the reported dislodgement. It should be mentioned that it is prescribed in the instructions for use that: "prior to using multi-link mini vision css, carefully removed the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." The outer diameter of the undamaged portion of the stent implant and the inner diameter of the returned protective sheath were found to be within specification. Based on the incident info and results of the returned product analysis, an exact cause of the reported dislodgement is unk, but there is no indication of a product deficiency. A review of the lot history record did not indicate any non-conforming material reports. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security.